Event description:
Using the lexicomp drug interaction screening tool, no interaction is found with amiodarone, yet under the interactions section of lexicomp's paxlovid monograph, the interaction is stated to be risk x: avoid combination. I also noticed that tacrolimus and paxlovid interaction is missed by the lexi interactions screening tool, but is present in the lexi paxlovid monograph. I have not checked any others. (B)(4).